Manufacturer narrative:
Other, other text: device evaluation: the device/sample was returned for investigation. A functional test was performed, and a leak was detected fleeing from the bonding between the pump tube and the star tube in two of sample tested; thus, the failure mode is confirmed. A visual inspection was performed, and delamination was detected. The root cause of the reported failure could not be determined. There were no relevant findings detected in the DHR.

Event description:
It was reported that a customer had 4 failures tubing are leaking. No adverse patient effects were reported.